Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Customer stated skin lesions can be seen in the back-lumbar region of the patient produced by the presence of glass particles that passed through the sponge of a 10.5ml chloraprep applicator.

Event description:
Bd associate received a photographic record sent by the engineer without attached document or information, reporting an event that happened during the skin preparation of a patient on october 5 in surgery rooms; where skin lesions can be seen in the back-lumbar region of the patient produced by the presence of glass particles that pass through the sponge of a 10.5ml chloraprep applicator. Immediate contact is made with the engineer to expand the information and a meeting is scheduled for tomorrow october 6 with the surgical services coordinator to review the case. >> superficial skin lesions located in the thoracolumbar region. Info add received 10/06/2020: in response to the adverse event reported by the san vicente de paul hospital foundation, the business unit visits the institution with the different specialists who were part of the procedure or are part of the follow-up to the adverse event. Performed activities: ¿ approach in pensioned surgery, cardiovascular surgery and polyclinic operating rooms; ¿ practical simulation workshops in the 3 services: applicators were available, some of them disassembled to explain the components, the product's safety barriers against the possible passage of glass chips; device functionality, activation system, etc; ¿ product activation and use workshop showing how by gravity it is very difficult for a splinter to penetrate the components of the device; ¿ detailed review of the event with doctor, where she explains how she performed the procedure, no failures were identified in its use, she refers that she performed skin preparation for conductive anesthesia, finished the preparation, discarded the applicator and began to see the lesions on the skin, the patient was awake and told her that he felt burning but thought it was normal; she explained what happened, they gave him directions, an outpatient; he left a record in the clinical history and proceeded with the technovigilance report. She requested to the chief and the room instrumenter to take out the applicator for inspection. ¿ meeting with chief who exposes material parts, states that she proceeded to check the applicator, there was no visible splinter but they perceived it when touching and pulled on it - 1891544_picture_product (1). They finished removing the glass splinter and removed the external sponge to check what could have happened. He does not remember if the tablet that contains the dye and prevents the passage of glass residues was in the right position or if it was the right size and it covered the entire hole, (according to the illustration), or if the instrumenter pushed it with her gloved finger when checking it. - 1891544_picture_correct position (left) versus customer product position (right). ¿ in pensioned surgery, meeting with chief who supplies an applicator from the same batch and proceeds to disassemble and review without being able to identify any alteration that could explain the event.

Manufacturer narrative:
Photos were provided for evaluation. Visual examination of the photos shows a glass shard on the foam tip scrubbing surface. There seems to be a glass shard that went around the orange tinted pledget which is the first filter for the prevention of glass on the scrubbing surface. The 2nd filter is the novenette and foam tip which also prevents the glass particles from going to the scrubbing surface. The failure mode is confirmed based on photographs provided by the customer. The most probable root cause is a rare anomaly since both filters are in place and no other complaint has been received for the same failure mode in the past 12 months. The product record review was completed with lot 0009022 and this is the only complaint the has been received for the reported defect and lot. No further actions are required at this time. This failure mode will continue to be tracked and trended. H3 other text : see narrative below